Event description:
Customer reported a cue positive result (cartridge sn: (B)(4) followed by two cue negatives (cartridge sn (B)(4) on cartridge lot 20844e using reader 22102010048425. Customer properly stored the tests following IFU and hasn't been in contact with anyone with covid. Customer has a very small amount of nasal congestion and no other symptoms. Customer is not able to test on another confirmatory test due to lack of test availability.

Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.